Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced vertigo and was prescribed a ten day course of oral prednisone. The implanted device remains.